Event description:
It was reported that, "revision driver was fully engaged on the screw was halfway removed, the shaft broke. The threaded part of the shaft was left inside the screw. Nothing was left in the patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion will be made available following engineering evaluation.